Event description:
The patient underwent a diagnostic procedure. The physician attempted closure of the arteriotomy with the closer tsl 6 fr. Device. The procedure was completed without difficulty however shortly following completion the patient complained of abdominal pain. An ultrasound of the groin area was conducted and did not reveal any findings. A CT scan of the abdomen revealed a retroperitoneal bleed. The pt rec'd a blood transfusion. In the evening the pt was transferred to the special procedures lab for an angiogram. An extravasation of the distal right internal iliac was detected. The physician attempted embolization of the extravasation to terminate the bleed. The pt expired soon after on 2/2001.